Event description:
The customer reported false negative results of seraclone anti-s with cell #3 and #4 of a competitor's panel cells. The customer returned the supposedly defective product and the two panel cells, that had caused false negative test results. At the time we received the panel cells they were already expired. Our quality control laboratory tested the complaint seraclone anti-s sample with the expired panel cells and could confirm the customer´s result. The complaint seraclone anti-s sample was also tested with a current lot of the competitor's panel cells. All positive reactions were correct. We did not observe any false negative or weakened reactions. Furthermore, a potency testing of the complaint seraclone anti-s sample was performed in parallel to the retained sample of seraclone anti-s. The required minimum titer was exceeded in both cases. Complaint and retained sample yielded comparable reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.